Manufacturer narrative:
Results: customer photos were submitted which shows the hub broken off in the holder. A review of the device history record was completed for batch 6308649 manufactured november 2016. All inspections were in compliance with requirements. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the device, 22 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter had a broken needle upon opening packaging. No medical intervention or injury reported.